Manufacturer narrative:
Concomitant medical products: addr01, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing on the right ventricular (rv) lead was observed on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.